Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient¿s paddle lead did not provide adequate coverage of the patient¿s pain and it was not compatible with resonance. Surgery took place where the lead was explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.